Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The power module device was evaluated and the reported condition that the device started and stopped working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device did not function. It was further determined that the device failed pretest for general condition and lever function, information button and self-test, charging and checking the power module in the battery charger, and check liquid indicator. The assignable root cause of these conditions was determined to be traced to user, which is user error. UDI (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the power module device started and stopped working. It was reported that the device did not function. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.